Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when lead noise and high pacing lead impedance were observed. The lead was capped and replaced. During lead replacement a small fracture was also noted. The patient condition was good after the procedure.